Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced brief choking cough. The right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) has been programmed off, however the patient still experiencing it. Moreover, atrioventricular (av) search was programmed off and it has reduced the coughing episodes however again still occurring. Boston scientific technical services (ts) looked at the device setting report and noted that rate enhancement algorithms were off. The physician will reprogram the device during patient clinic visit, will observe the patient for episodes and if symptom was not device related. Furthermore, ts suggested chest x-ray to confirm proper lead position. This device remains in service. No additional adverse patient effects were reported.